Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient did not properly prime the patient line prior to connecting for therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient was connected before the patient line was properly primed. The technical service representative (tsr) assisted the patient with ending therapy. The tsr reviewed proper procedures per the user manual. There was no patient injury or medical intervention associated with this event. No additional information is available.